Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated no further follow back call is needed.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results obtained of 164,154 and 141 mg/dl. The expected fasting blood glucose test result range is less than 100 mg/dl. The customer did report symptom of feeling shaky. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call, a back to back blood test was performed by the customer and produced test results of 131 mg/dl fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 04/27/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).